Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the plaintiff was informed that the essure was difficult to place in one of her tubes, she believes it was the left tube" in 2007. The patient's concurrent conditions included overweight, hypertension and knee pain. Concomitant products included adalimumab (humira) since (B)(6) 2016, cefixime (flexeril) since 2010, chlorzoxazone;diclofenac sodium;paracetamol (flonac mr) since 2010, clindamycin since (B)(6) 2016, diphenhydramine hydrochloride, mometasone furoate (nasonex) since 2010, naproxen sodium (aleve) since 2010 and oxymetazoline hydrochloride (claritin allergic) since 2000. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("excessive menstrual cycles and abnormal symptoms, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). In (B)(6) 2013, the patient experienced hirsutism ("facial hair growth (hirsutism)") and hidradenitis ("hidradenitis supperativa"). On an unknown date, the patient experienced back pain ("severc back pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, hirsutism, vaginal haemorrhage, hidradenitis, migraine, dyspareunia, fatigue and weight increased outcome was unknown and the headache and dysmenorrhoea had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hidradenitis, hirsutism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: piaintiff sought medical attention from her health care providers for tlhe forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the plaintiff was informed that the essure was difficult to place in one of her tubes, she believes it was the left tube" in 2007. The patient's concurrent conditions included overweight, hypertension and knee pain. Concomitant products included adalimumab (humira) since (B)(6) 2016, cefixime (flexeril) since 2010, chlorzoxazone;diclofenac sodium;paracetamol (flonac mr) since 2010, clindamycin since (B)(6) 2016, diphenhydramine hydrochloride, mometasone furoate (nasonex) since 2010, naproxen sodium (aleve) since 2010 and oxymetazoline hydrochloride (claritin allergic) since 2000. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("excessive menstrual cycles and abnormal symptoms, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). In (B)(6) 2013, the patient experienced hirsutism ("facial hair growth (hirsutism)") and hidradenitis ("hidradenitis supperativa"). On an unknown date, the patient experienced back pain ("severc back pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, hirsutism, vaginal haemorrhage, hidradenitis, migraine, dyspareunia, fatigue and weight increased outcome was unknown and the headache and dysmenorrhoea had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hidradenitis, hirsutism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: piaintiff sought medical attention from her health care providers for tlhe forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram on (B)(6) 2009: results: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 29-apr-2020: pfs received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.